Event description:
It was reported that non sustained ventricular oversensing due to far p wave oversensing on the ventricular channel was observed via a merlin.net transmission. Due to the low number of events, the decision was made not to make any changes. Device remains implanted.